Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the site had issues with the vessel sealer (vs) instrument on universal surgical manipulator (usm) 3. The intuitive tech support engineer (tse) reviewed the logs and found multiple 23008 errors against usm 3 axis 8. The site kept getting a "blade exposed" message every time they installed the instrument. The instrument was placed on usm 4, and it worked fine. Usm 3 was abandoned for the rest of the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Usm 3 was analyzed. The unit was tested on an in-house system and error 23137 was triggered. The unit failed the sine cycle test on axis 8 with error 23008. After further investigation, particulate debris and moisture/haze were found in the rotors and joint senses mirrors. The complaint was confirmed by failure analysis.